Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valves were leaking during an unknown quantity of procedures. There was no patient harm. There is no additional information available for this report. The customer did not save the samples.

Manufacturer narrative:
There was no sample returned for evaluation; therefore, the condition of the product could not be verified. There was no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause for the customer complaint issue cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).